Event description:
Reportedly, the orange status led of the subject home monitor remains orange, even after it was unplugged and plugged again to the power supply. The wirex was reset and, after the reset, its communication led was lighting up and the progress bar displayed two lights. Following this reset, the home monitor was reset using the check button. However, the orange status led persisted.

Event description:
Reportedly, the orange status led of the subject home monitor remains orange, even after it was unplugged and plugged again to the power supply. The wirex was reset and, after the reset, its communication led was lighting up and the progress bar displayed two lights. Following this reset, the home monitor was reset using the check button. However, the orange status led persisted.

Manufacturer narrative:
Please refer to the attached analysis report.